Event description:
It was reported that during a routine device interrogation, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms and frequent noise. The physician elected to reprogram the device to vvi mode with the atrial tachy features turned off. No adverse patient effects were reported. The lead remains implanted but not in use.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.